Event description:
The nurse provided additional info indicating the event was not related to the intraocular lens (iol). The event was attibuted to a zonular dehiscence. The surgeon did not feel the iol malfunctioned. A secondary iol was implanted three weeks following this event.

Event description:
A user facility reported that during implantation of an intraocular lens (iol) the capsular bag collapsed and the iol was removed. The association between this event and the iol is not known. Additional info has been requested.